Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable and wall adapter, and that pump history did not show power source alerts and pump did not shut down or become unable to power on. There was no reported impact to the customer¿s blood glucose level. Customer tried leaving adapter plugged into a working outlet for at least 30 minutes and ultimately achieved charging with non-tandem wall adapter and cable, and technical support advised against continued use of third-party supplies and arranged replacement wall adapter, transformer, and cable, with customer acknowledging instructions.